Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced a battery depleted set alarm during infusion, which interrupted delivery twice on the reported occurrence date. There was no report of patient injury, medical intervention, or adverse reaction in association with this event. This device is an unremediated colleague infusion pump with a user interface module software version of 5.04.00. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a battery depleted set alarm was discovered and confirmed. The assignable cause was not identified. Due to a lack of customer approval for the cost of repair, no repairs were made to this pump and it was returned un-repaired to the customer. Baxter has received similar reports for the reported problem. The root cause investigation is in progress through (B)(4). A service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.